Manufacturer narrative:
During an internal audit, it was determined that complaints for similar devices, and device malfunctions that have the potential to harm the patient if they were to recur, were not reported as per FDA guidance. After retrospective review, this event is determined to be MDR reportable. Bolton medical is voluntarily reporting a device malfunction related to a treovance device. The treovance device is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 ((B)(4)).

Event description:
"It looks like that there is some abrasion of the wire-coating on the stiff wires used with the treovance. We implanted the mainbody (see serial number) from the right side. Abrasion of the wire after implantation, removal and flushing of the treovance-guidewire lumen was observed. After that we implanted a guidewire lumen leg (17-100/sn (B)(4)) on the ipsilateral side using the same lunderquist wire. - same abrasion was seen after application, removing & flushing of the used delivery system. The same phenomenon was observed on the contralateral side. On the contralateral side we used a back-up-wire together with a (17-100n sn (B)(4)) treovance leg. Attached are 2 pictures for better understanding. All used treovance delivery systems as well as the 2 wires (lunderquist & back-up) are available for inspection if needed." Patient outcome: "perfect outcome."